Manufacturer narrative:
Evaluation summary: based on the investigation data, it was determined that the potential/root cause of the failure was due to dust accumulation. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax yamagata on 05-feb-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-feb-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
When this defect occurred, there was no alternative device in the hospital and the endoscopy was discontinued. There was no harm to the patient. The device was returned to pentax. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
It turned on the power and connected the endoscope to the processor, but the mask did not appear on the monitor. The characters are displayed. We checked with another endoscope, but the defective situation remained the same. The defective situation do not change even after restarting the power supply. When it replaced it with an alternative processor (epk-3000) and checked, the mask was displayed correctly. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.